Manufacturer narrative:
The insulin pump was monitored and no unexpected battery out limit alarms occurred during our testing. The insulin pump was received with normal operating currents. However, the insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a battery out limit after a battery change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the alarm was cleared. However, multiple battery out limit alarms were found in the customer's alarm history. The customer was advised to change the battery and a battery out limit alarm occurred in less than a minute. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.